Event description:
Case manager (B)(6), at md office reports the patient is back in the hospital, has been readmitted due to malfunctioning pump remunitypro starter kit. Patient is currently at 18ng/kg/min and goal is 20 ng/ kg/min. Patient could be ready for discharge tomorrow. Hospital estimated length of stay is unknown. Unknown if prescriber is aware. A specific pump alarm code was not provided and is unknown. Pharmacy troubleshooting was not completed as it was not reported by the patient. It is unknown if patient had an interruption in their life sustaining therapy and unknown if the patient experienced an adverse event. It is unknown if the malfunctioning pump is available for return. The suspect device serial number was not reported, so it is unknown which device malfunctioning. Per the pharmacy dispensing system, the following device serial numbers are currently checked out to the pt for use: (B)(6). The patient's current recorded weight is 175 lb. Pharmacy did not replace the device, and it is unknown if the patient had a backup device to switch to. Outcome of event is the patient is hospitalized. Sq remunitypro self-fill patient, via remunitypro pump. Patient started using the remunitypro device (B)(6) 2026. No further information, details, or dates provided.